Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the male nurse of the hospital, that a g3 nail broke. No further information available at the moment.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. The rmf had considered potential nail breakage. The estimated threshold was not exceeded. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment with an intramedullary nail requires timely sufficient bone healing during the implantation period. In this case the returned nail had broken in fatigue manner after an implantation period of approx. 4 years. Mechanical damages ¿ drill marks ¿ and scuffed off coating at the lateral edge of the anterior web had been caused by contact with the step drill during initial preparation of the canal for the lag screw. Such damages may cause additional notch effects. Referring to the topography of the breakage surface of the bridges ¿ lines of rest running from lateral towards medial and missing plastic deformation ¿ it was concluded that the nail broke in fatigue manner after approx. 4 years. The appearance of the breakage surfaces suggested that the crack had progressed in relatively slow manner. Nail breakage is inevitably to be expected after a material damage. The incipient crack was originated ¿ with utmost probability ¿ by intra-operative damage (chamfer) most likely causing additional notch effects. Further, implant breakage (without material damage) is possible after such a long period of implantation due to different elasticity of metal implant and flexible bone. Such would even be possible with healed bone. Due to missing follow-up x-rays during the 4-year period and unclear situation on the x-rays showing the broken nail it could not be determined if bone healing had occurred in sufficient manner. Generally, it is suggested that bone healing needs to be developed in such a manner that the implant is relieved by increasing load sharing over the bone. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to above implant breakage was most likely caused by patient¿s condition and contributed intra-operative damage. According to available information a deficiency of the nail was not verified.

Event description:
It is reported by the male nurse of the hospital, that a g3 nail broke. No further information available at the moment.